Manufacturer narrative:
The catheter has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-00808, 2029214-2019-00809. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of onyx leak from an apollo catheter. It was reported that during the procedure, the dead space of the delivery catheter was filled with dmso. Onyx was injected at a rate according to the IFU. No resistance was experienced during injection. It was reported that the physician stopped injection due to reflux and suspected leakage. The onyx reportedly leaked from the distal portion of the catheter and embedded an unintended vessel. The catheter was removed from the patient and approached another branch. Reported device and any accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated per the IFU. Prior to use, the catheter had been inspected/tested. Vessel tortuosity was described as minimal.

Manufacturer narrative:
Investigation summary - it was reported that the apollo microcatheter occluded with onyx. No ruptures, punctures or other surface disruptions that would lead to a leakage of onyx were found on the microcatheter body. Based on the device analysis and reported information, the customer¿s reports of ¿catheter rupture with onyx¿ could not be confirmed and the cause could not be determined. There was no indication that the event was related to a potential manufacturing issue. The apollo total length, usable length, and distal floppy segment were measured, and all found to be within specifications. An in-house mandrel was inserted into the apollo micro catheter distal tip lumen and became stuck near the distal tip. It is likely the proximal section of the apollo is occluded with the remaining onyx. No other anomalies were observed. Onyx residue was found within the apollo hub. No issues were found with the apollo hub, catheter body or distal tip. The apollo detachable tip was found intact. No onyx residue was found within the apollo micro catheter distal tip lumen. The entire surface of the apollo micro catheter was examined under magnification, no pinholes or ruptures were found. There was no indication that the event was related to a potential manufacturing issue and no DHR was requested, so a device history record review was not performed. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. The investigation determined that this was a known event, and therefore no new formal investigation was required. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.